Manufacturer narrative:
The reported event that the monitor was not showing the image from the touch panel, although the power is normal was duplicated by the technical service specialist. During the functional inspection, the monitor was connected to another computer by displayport and by vga and it gave in both cases no image. The 24¿¿ monitor was found to be damaged and was replaced.

Event description:
It was reported that a knee procedure at the healthcare facility was postponed due to the monitor of the navigation system not showing the image from the touch panel. Additional general anesthesia of unknown duration was reported for this event. It was reported that the postponed procedure was completed successfully.

Event description:
It was reported that a knee procedure at the healthcare facility was postponed due to the monitor of the navigation system not showing the image from the touch panel. Additional general anesthesia of unknown duration was reported for this event. It was reported that the postponed procedure was completed successfully.